Manufacturer narrative:
UDI=(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user facility medwatch mw5064702 that catheter withdrawal difficulties were encountered. A 3.50x32mm promus premier¿ drug-eluting stent was deployed to the lesion. However upon removal, it was noted that the balloon wedged and the catheter failed to be removed. The entire device was then withdrawn and the procedure was completed. No patient complications were reported.